Event description:
The initial reporter complained of questionable ise indirect na, k, cl for gen.2 results for multiple patients tested on a cobas 6000 c (501) module. The initial reporter stated that 30 patients were affected. From the data provided, 1 patient had a reportable malfunction for sodium and chloride and 1 patient had a reportable malfunction for sodium. Patient 1: the initial sodium result was 130 mmol/l with a repeat result of 144 mmol/l the initial chloride result was 99 mmol/l with a repeat result of 112 mmol/l. Patient 2: the initial sodium result was 126 mmol/l with a repeat result of 140 mmol/l. The erroneous results were reported outside of the laboratory. The repeat results were deemed to be correct. For patient 2, the patient was administered sodium chloride 0.9% 1000 ml from 12:15 and discontinued at 16:53 based on the low initial sodium result. The patient was not adversely affected by the treatment. The customer noted that on the day of the event the calibration for the standby bottle of ise internal standard (is) had unusual calibration values for both the sodium and chloride. The customer also noted that the qc testing for the standby bottle had failed. The repeat results that were deemed correct were generated following recalibration and new qc testing that had acceptable results. The patient samples were processed by a modular pre-analytical system. The sodium and chloride electrode lot information was requested but was not provided. As it is unknown which calibration the erroneous results were generated from a definitive root cause cannot be established. The investigation did not identify a product problem. The cause of the event could not be determined.